Event description:
On (B)(6) 2021 - the consumer claims he was laying on the product and it caught on fire burning his bed, sheets and finger. Medical attention was not received.

Manufacturer narrative:
On (B)(6) 2021 - we requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.